Event description:
Reporter states that she has had '3' fusion surgeries to fail. And she has recently found out that the materials used weren't initially approved, nor had she consented to its use in her. All '3' surgeries utilized the same surgical hardware by danek, by the same surgeon -who has since left the state. Reporter states that to her understanding, she was to have received the product named "depuy-acromed vg2 machine allograft." But, the dr/surgeon took it upon himself to switch to the danek system, "how can he do that?" Both the reporter's husband and daughter (who is a clinical nurse) were in the waiting room during her surgeires, "why weren't they informed of the switch or requested to give contact for the change in hardware system?" Reporter states the 1st surgery was done in 2002 at a different hosp from the 2nd + 3rd surgeries that were done in 2005 + 6 months after in 2005. Reporter states she is still receiving bills from the hosp of the first surgery. She also noted the surgeon using a bone crushing device that was his own invention and not FDA approved (surgeon's secretary told her). Reporter has been out of work, since sept 2004 and suffers from permanent damage to her right arm and hand. She states that she has difficulties holding anything and she continues taking pain medication for her symptoms. She states the danek kit includes plate, screw, cage and bone graft. She is currently awaiting repeat surgery to correct the failed three fusion surgeries and feels the danek system is the cause of her failed fusions. The surgical approach will be from the back rather than the front and it is expected to be much more traumatic.